Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8400cex, serial/batch (B)(6), was received for investigation. The visual evaluation revealed that after removing the inner shaft from the outer shaft, the tip was broken and lodged inside the outer shaft. Functional testing found that the inner shaft doesn't rotate. The most likely cause (s) of the reported failure are attributed to user error, applying excessive side loading force.

Event description:
It was reported during the knee arthroscopy that the device stopped working during normal use without any force being applied. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.